Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the issue is deemed a reportable event since the defective mixer has caused a malfunction of the raphael ventilator. A correction through the replacement of the mixer valve was conducted as per service manual to ensure the correct functioning of the raphael ventilator. Tests conducted after the replacement confirmed that the correction was the adequate one. No further issue was observed. The issue was discovered during a test and not during ventilation of a patient. There was no patient or user harm. The aging of the device (in use over the expected lifetime of 8 years) is part of the root cause. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In the future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Mixer valves defective (valves stay open, closure too slow).

Event description:
Mixer valves defective (valves stay open, closure too slow).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "the device replaced the new mixer because the tf#7 alarm code 26. After 1 month the situation happened again." Mixer is not working as specified, device alarms with tf 7 code 26. Ventilation continues. The technical fault requires raphael is taken out of service until it is repaired by a service engineer. The event may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.